Event description:
Infant was on a ventilator. During turning of patient, respiratory care practitioner (rcp) noticed that the expiratory limb of the infant ventilator circuit was melted and created an outpouch. The temperature was noted to be set at 37 degrees celsius. The circuit was changed. No harm to patient.